Event description:
Customer reportedly obtained a result of 136 mg/dl on the advantage system while a comparison lab returned as 76mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.